Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for an unknown dbs therapy. It was reported that the patient was calling to report their previous implant that started to loose power, and their symptoms came back. Patient noted that they never had 100% relief; they had never gotten great benefit as much as they would have liked or hoped for (patient stated symptoms were better than it was but device helped with tremors. Patient stated they expected less muscle pulling but was having muscle pulling. Patient stated the device never really helped as far as the muscle pulling. Patient stated they were told that the battery runs at full capacity until it's dead, but stated that was not the case with their battery. Patient further explained that when their battery started to drop it dropped really fast; started dropping 1 to 2 points every two days. Patient stated they had their battery replaced and it was not supposed to be until (B)(6). Patient stated they did not wait until the battery was dead before they replaced it. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the patient reporting that the circumstances leading to the fast depletion were unknown. They reported that on (B)(6) 2017 the ins battery was at 2.86v. The patient then reported the following information: (B)(6) 2017, battery voltage 2.80v (B)(6) 2017, battery voltage 2.79v (B)(6) 2018, battery voltage 2.77v (B)(6) 2018, battery voltage 2.74v (B)(6) 2018, battery voltage 2.72v (B)(6) 2018, battery voltage 2.68v the patient reported that in (B)(6) 2018, they were having a lot of problems and when to see their healthcare provider. The patient reported that the implant had mostly helped their tremors. Pt reported that since having the implant, they had intermittent speech issues. No further patient complications have been reported as a result of this event.